Event description:
Initial report states: "the tip of the r109 lot#s25590x1 broke off and is still inside the patient, and that the black radio opaque tip floated away and he believes it to be in the lower lung (hepatic vessel)."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Evaluation of the retained devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. The root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and manufacturing methods to provide a more robust ro/soft tip.